Manufacturer narrative:
The event device is anticipated to return for evaluation. A follow-up report will be provided upon the completion of the investigation. This report is to follow up medwatch report #mw5074978.

Event description:
Procedure performed: unk. Event description: (B)(4) was received via maude database: mw5074978. "Balloon broke / ruptured in the middle of an operating room case, no adverse effect on pt. New trocar opened to finish case." Type of intervention: "new trocar opened to finish case." Patient status: "no adverse effect on pt."

Event description:
Additional information was received via email from risk management analyst on monday march 05, 2018 at 2:59 pm: "the name of the procedure was lap appendectomy. No sharp instrument was near balloon."

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit, which confirmed the reported event of the balloon breakage. The balloon had a tear and showed signs of overinflation. Scratches were also observed on the distal and proximal end of the tubing. Based on the condition of the returned unit and the description of the event, it is likely that the ballon broke due to contact with an instrument used during the procedure. The instructions for use (IFU) states, "do not allow sharp instruments or objects to come into contact with balloon. Use caution around metal clamps, staple lines and during secondary port placement." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. This event is not reportable as it is unlikely to cause or contribute to death or serious injury. This report is to follow up medwatch report #mw5074978.